Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was precipitation in the line of an unspecified inlet. This issue was identified during setup. "K phos" and calcium and were connected; the lines were not prime next to each other. The line was replaced to continue with the setup. There was no patient involvement. No additional information is available.